Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the pulse generator change out, the right ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2016. No additional information was available.